Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level over 300 mg/dl. The contact would give the customer a bolus via the pump. During troubleshooting with tandem's technical support, it was noted that there were two tiny air bubbles that were not moving within the tubing.